Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. The product was used to suture the enterotomy. After a few days, the pt began vomiting and a CT-scan showed an ileus. During the re-operation, it was noted that the end of the suture (approx 1.5 cm) had attached to another part of the bowel and the anastomosis was obstructed.